Event description:
It was reported that during an unk procedure, the device could not be fired as usual. Another device was used to complete the procedure. There were no adverse consequences for the pt. Requested the following info on 10/16/2009.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was completed and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.